Event description:
Onset over several yrs of allergy, asthma, chronic fatigue, depression, emotional disturbances, ataxia, short term memory loss, food sensitivities, hypothyroidism, hypogonadism, diabetes insipidus. This followed installation of 2 amalgam fillings near gum line in upper wisdom teeth.